Event description:
The customer reported to vyaire medical that before and during attempts to intubate the patient, the blade, laryn, steel, green std, mac 3 would slide out and snap off the handle when it was raised to click into the handle and turn on the light. The customer confirmed no harm was done to the patient although it required two hands to hold the product together when switching from standby.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.